Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample was received in a generic plastic bag. It consisted of one palindrome sapphire 19/36 kt vt. After visual inspection, signs of use were identified. The sample was cut at approximately 0.5 cm below the cuff and a hole was found on the joint of the catheter, below the hub. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. The customer did not notice any defect prior to use and additionally states that the device functioned as intended for three years and six months. Therefore, it can be concluded that the device was more likely damaged during use. Based on the available information, the probable root cause can be that the leak was more likely caused due to the inappropriate use of cleaning agents. The lot number involved in this event was not provided, and the specific manufacturing date cannot be determined. However, since this complaint was received on 04/23/2015 and the device was used for three years and six months, it can be concluded that this device was manufactured before the implementation date of actions related to a corrective and preventive action (CAPA). Therefore, it was defined that this event is being handled through this CAPA. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y-junction. The catheter was placed approximately 3 years and 6 months ago and was removed on (B)(6) 2015 due to the leak. There was no patient injury or medical intervention.